Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-33, lot# v013824, implanted: 2006 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had a loss of therapeutic effect. It was noted, the patient was going to the bathroom more frequently. It was reported, the symptoms occurred after a fall. It was noted, the patient collapsed to the floor in a twisted way unrelated to therapy. It was reported, the patient¿s programmer was not working and they could not communicate with their device.